Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced past intermittent elevated blood glucose (bg) of approximately 200 mg/dl to being displayed as "high" on cgm; cause was unknown. Elevated bg's were addressed via a correction bolus', supply changes, and manual injection (mdi). Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider. Reportedly, the customer has discontinued pump therapy and reverted to mdi.